Event description:
It was reported that pt had post operative bleeding after a gomco circumcision. The medical instrument, and several others from the same MFR, are poorly manufactured, so that they are grossly misaligned. Because of the misalignment, it does not function as designed. This is one of 6 post operative bleeding episodes that we attribute to the faulty instrument. All episodes were successfully treated with suturing.

Manufacturer narrative:
Device has not been returned for eval. Age of device is unk. Manual states: "warning: this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not performed as intended." "Warning: prior to use, always insure that plate and bell (stud) are the same size." "Warning: prior to initiating the surgical procedure you must insure that expected clamping has been properly achieved." "Warning: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique." We do not know if this clamp was made by gomco or if it is one of the copies of our clamp made by another foreign organization.